Event description:
Philips received a complaint by the customer on the v60 indicating that a 1109 "machine pressure sensor autozero failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Th e device was taken out of service. The customer called technical support to report that a 1109 "machine pressure sensor autozero failed" error occurred and stated that there was no repair prior to this issue. The remote service engineer (rse) informed the customer that per the service manual, the recommended repair is to: 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the machine auto-zero solenoid (sol 2 and sol 4). 3. Replace the da pcba. The rse provided the customer with the part numbers and prices of the replacement solenoid valve and da pcba for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 03oct2024, the biomedical engineer (bme) ensured that the patient was still ventilating, assessed the error, and referenced the user manual, which instructed taking the patient off of the device and placing the patient on a different device. The bme also stated that the issue was confirmed through a third-party vendor, and maintenance was the solution. Once the solenoid valves were replaced, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.